Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's exposure would stop at 40 kv. No patient injury was reported.